Event description:
It was reported that a battery out limit alarm was received on the insulin pump during normal use. It was explained to the customer that this could indicate a loose battery cap. The customer's blood glucose was not known. Assistance with reprogramming was provided. The customer stated that she had a full battery and then received battery out limit and bad battery alarms. She was advised to wipe the battery cap and compartment to remove corrosion after each battery change. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).